Event description:
It was reported that preoperatively, the patient's device was showing current not delivered and higher but still normal impedance. Once the new generator was attached to the old leads and tested, high impedance in the lower end of the high impedance range was showing. A second diagnostic interrogation still showed high impedance in the same vicinity. The surgeon then wanted to replace the lead. Once the lead was exposed, the surgeon noticed a fracture in the lead. A new lead was implanted and system diagnostic interrogation with the new generator and leads displayed good impedance at a significantly lower value. The patient's explanted products have been received into analysis however analysis has not been completed to date.

Event description:
Lead analysis was completed. Abraded openings were noted on the outer silicone tubing at multiple locations however no lead fractures were seen in the returned lead portion. The outer silicone tubing has what appear to be internal abrasions at multiple locations. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Four sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Other than the abraded insulation in the outer silicone tubing and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Fluid leaks were found in the outer and inner tubing however can be associated with the leads being cut during the explant procedure.

Event description:
Generator analysis was completed. The generator was returned with no malfunction. As high impedance reported, this was evaluated on the generator and not verified in product analysis (pa) lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests showed accurate impedance measurements. There were no performance, or any other type of adverse condition found with the generator. Pa worksheet was reviewed and no anomalies were noted.